Manufacturer narrative:
(B)(4)

Event description:
The companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver has a damaged screen and it is unknown how the screen became damaged. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. Visual inspection of the external components revealed a crack in the touch screen display and a tear in the front over mold, confirming the reported issue. Review of the electronic patient data file revealed no anomalies. The companion 2 driver was tested. Despite the cracked screen and the partially obscured graphic user interface (gui), the touch screen sensors still functioned, which provided sufficient functionality to execute testing. The driver met all test acceptance criteria. The investigation could not conclusively determine how the touch screen was damaged, but the most likely root cause is rough handling. The touch screen was replaced, and the companion 2 driver passed all final performance testing. This failure mode posed a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. In addition, it would not prevent the companion 2 driver from performing its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver has a damaged screen and it is unknown how the screen became damaged.